Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high threshold alert on the left ventricular (lv) lead. It was also noted that there was a recent increase in right ventricular (rv) lead threshold. The leads remain in use. No patient complications have been reported as a result of this event.